Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. Pump was received with scratched lcd window, cracked battery tube thread, cracked reservoir tube lip, broken belt clip slot and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.